Manufacturer narrative:
Medartis received x-rays end of(B)(6) 2020 and the implants end of (B)(6) 2020. The control of the implants show that some screws were apparently not completely locked and that more screws might have been placed on one side of the plate. The lack of screws and the suspected incomplete locking lowers the stability of the plate we do not have a written statement from the surgeon related to the post-operative treatment protocol and to the patient compliance). The breakage is suspected to be linked to a noncompliance of the patient post-surgery (weight bearing) as this event led to a renewed surgery we submit this e-submission today (a previous reporting had been sent within 30days per mail and medartis received the information that this submission method is no longer valid)

Event description:
Proximal humerus surgery: multiple locking screws back out of the plate and implant breakage (spiral blade) was found 7 weeks after implantation.